Event description:
According to the reporter: post-op anastomotic leaks . Everything seemed to go fine at the time of the case - the stapler worked well, the donuts were intact, leak test was negative etc. No additional information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The procedure performed was a laparoscopic sigmoid resection. The post-operative pin sized leak at the site of the eea anastomosis was noted on pod 6. Medical intervention was needed to prevent permanent impairment of a function. The treatment for the post-operative leak was laparotomy, washout and stoma. There was injury and tissue damage as a result of this problem. Additional operation performed to correct the issue. The event led to extension of patient hospitalization by 1.5 weeks. Patient status is stable and well.